Event description:
It was reported that during a da vinci-assisted surgical procedure, insufflation was not working as expected and a glowing red symbol was displayed. The technical service engineer (tse) first instructed the staff to check the insufflation setup for kinks or obstructions and to try a different tubing set; the site had already tried a second tubing set. Tse then learned that a third-party y-tubing had been added to the insufflation tubing earlier to use an in-house gas source and advised that this modification could have been causing inadequate pressure for insufflation, after which the caller planned to follow up internally and recontact technical support if the issue persisted. The procedure outcome is unknown with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was told that the insufflation stopped at high flow. The staff usually start at a lower flow to check that the insufflation needle was placed correctly and then high flow is activated once verified. The tower alerted the customer that the house gas was low. The customer increased the pressure of the gas to resolve the issue but it only worked for a short time and the alert returned a day or two later. There were no patient or surgical complications. The procedure stayed minimally invasive but it is unknown if it stayed robotic or laparoscopic.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the co2 loss and replaced the insufflator and manifold to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the insufflator is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.